Event description:
The physician was treating a lesion in the ata with an amphirion deep device. The lesion was located at the bifuracation, was reported to be 99 % stenotic, was non tortuous and non calcified. The physician inserted the device into a 5fr sheath and delivered the device. No friction was encountered with the guide wire or guide catheter. Another amphirion deep device was inserted into the same sheath for "kissing balloon" technique. Resistance was noted at the time of balloon insertion due to the presence of the 2 devices in the same 5f sheath. After ballooning, the devices were stuck during removal. It was not possible to remove the devices and then the physician pulled the balloons with force, resulting in detachment of the first device. The physician attempted using a goose neck for retrieval but this failed. 3m wire and 6f guide catheter was inserted and succeeded to wrap the detached part with the wire. The second device was removed in one piece. No patient injury was reported. Device evaluation: the device was returned divided in two parts: hypotube and distal shaft with balloon. The balloon was unfolded and contained dried blood. The device tip was stretched, the distal shaft was stretched, monorail zone completely destroyed and separated from the hypotube. The hypotube was slightly kinked.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (two devices in the one 5fr sheath). Evaluation code conclusion; 61-use error caused or contributed to the event (two devices in the one 5fr sheath).